Manufacturer narrative:
(B)(4). Device was returned for analysis. A visual inspection was performed. The coil was outside the introducer sheath. The proximal end of the coil was severely stretched and a kink was noted at the distal end. The pusher wire was inside the introducer sheath and twist lock was opened. The pusher wire was advanced through the introducer sheath and no anomaly was noted. The thumbscrew of the rhv was closed. A microscopic inspection was performed. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil and the pusher wire were inspected and no damage noted. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22jun2015. It was reported that coil was unable to advance inside the microcatheter and elongates upon removal. A 4mm x 8cm interlock¿ was selected to teat the target lesion. During the procedure, it was noted that the coil was not moving inside the microcatheter. The coil was then removed and noted to have elongated upon removal. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the number of fiber bundles was below the assigned specification.